Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and replaced executive processor board (0670-00-0770) and video generator board (0670-00-118). Regular calibration and regular inspection based on the regular inspection record sheet were performed, and the results were satisfactory, so the device was returned to the hospital. The failure analysis and testing dept. Received part with a reported unit failure of an "iabp may require maintenance" message and fault codes 78, 79, 80. The fat performed a visual inspection and found the parts to be in good condition.the fat installed the parts individually and tested the parts to factory specifications per the cardiosave service manual. No failure could be replicated.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump (iabp) displayed an maintenance is required message, as a result of fault #78, 79, 80. The unit was replaced with another unit to continue therapy. The was no patient harm reported.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6), address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump iabp displayed may require maintenance message, fault #78, 79, 80. No harm.